Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) communicated with the customer and confirmed that the issue was resolved. The customer stated that the monitor screen and all software buttons are fully visible and functional. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, monitor screen was damaged and displayed abnormal colors. The bottom part of the screen was covered with a black bar, and parts of the menu were not accessible, including issue items. The cabinet was rebooted, but the issue was not resolved. There was no elo touchscreen calibration menu available. However, there were no delays or adverse events or injuries reported based on this event.